Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade IV. Device was explanted.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade IV. Device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d4, d6a, d6b, g1, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade IV. Device was explanted.